Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) is a participant in a clinical study. It was reported, during a recent programming session, invalid impedance measurements were observed for several lead contacts. The pt is reportedly receiving inadequate therapy relief on one side of the head (off-label). The decision regarding the next course of action in this matter has not been disclosed.